Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that customer had to "fill the canula [sic] tube twice." Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. There was no reported impact to blood glucose.